Manufacturer narrative:
Correction: b1 and h6 have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having difficulties with charging a discharged implanted neurostimulator (ins). When they tried to identify the best position to place the battery (antenna locator function) they had evident difficulties finding a good position. Most of the time they had 0. Moving the recharger, they could reach ones 17, but very briefly. The patient lost 3kg and no accident was reported.  From what the patient stated, it seems that the patient had problems recharging the battery for a while now. They tried to use a new recharger / controller but that didn't help. They also reset the controller but no improvement in the signal occurred. As was said on the phone, the al function only detects presence of metal under the skin. Because of the very low number, in addition to what the patient said, we cannot exclude that the ins depth/orientation is not optimal anymore. Therefore, its recommend that they discuss with the physician to estimate the ins depth/orientation also via an xray. Additional information was received. It was stated that the recharging issue began a few months ago (no specific date). Hcp name confirmed. The cause was not determined. No x-rays have been done, will be done on the next meeting. They have tried to resolve the issue with the patient¿s controller and recharger, they will try with a new controller/charger next time. Information confirmed with physician / account. Additional information was received. It was confirmed that the next weeing with the patient will be on (B)(6) 2024. Additional information was received from a manufacturer representative (rep). It was reported that the patient has had an x-ray, the rep sent the picture of it. The rep tried a new remote and a new charger but they didn¿t succeed more to charge the ins. The issue was not resolved and the surgeon will probably change it. The provided information has not been confirmed with the physician/account since they were on holidays, and the rep was alone with the patient, they will to call the surgeon tomorrow ((B)(6) 2024) about it. Technical services reported that from the mdt data it could be seen that the battery time/date is not as it should be. They recommended that the rep correct the time/date of the clinician telemetry module (ctm) and update the ins one. They also noticed that the patient lost therapy multiple times due to the discharged state of the battery. This is probably as a consequence of the low coupling efficiency/difficulties to recharger. From the x-ray, technical services was not able to estimate the battery depth. However, if the image is ap, technical services had the feeling that it could a bit tilted under the skin. This could explain the recharge issue reported by the patient. Please also note that the loss of weight could potentially impact the depth/orientation of the battery under the skin. It was recommended that the rep discuss with the clinician the possibility to revise the position of the battery under the skin.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the ins will be replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that "for the hcp the ins is not tilted" when asked to confirm if the healthcare provider (hcp) determined if the ins was tilted or not. The hcp has decided that ins replacement is necessary, but they don't have the date yet.

Manufacturer narrative:
H3: the implantable neurostimulator (ins), model 97715, s/n (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider via the rep reporting that the pains were good and relieved by the ins but the ins presented a "signal anomaly" for a few months. After investigation it was concluded that the ins was dysfunctional. The ins was replaced as planned on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was reported that the issue seemed to be better with the patient because they hadn't heard anything negative from the patient or the surgeon as of (B)(6) 2024.